Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Weekly battery voltage trend data shows min battery=3.0 to 2.69 volts minimum between (B)(6) 2012 and (B)(6) 2013 is before device recommended replacement time (rrt) <(><<)>= 2.62 volt.

Event description:
It was reported that the device had premature battery depletion but the device had not reached elective replacement indicator. The device remains in use, but an explant has been planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6940, implantable pacing lead, implanted: (B)(6) 2002; 6945, implantable tachy lead, implanted: (B)(6) 2002. (B)(4).